Event description:
Bad electrical shock; while using my innovo, I got an electrical shock from the shorts. I complained to the company and they send me out a new pair of shorts. These then also electrocuted me. The company then offer me a completely different product admitting that these shorts are faulty. FDA safety report ID# (B)(4).